Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the system. A replacement cmos battery was shipped to the site. After replacing the battery, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Part not received by manufacturer for analysis. An investigation was completed at the medtronic facility which could not confirm any issue with the returned computer power cable assembly. Its functionality was verified and it passed the visual inspection. No issue was found. A replacement service kit computer and a power switching board were shipped to the site and both were returned unused. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) was unresponsive in the 'initializing please wait' mode. A medtronic representative, following up with the site, discovered the ias computer cmos battery was drained. The site used another image acquisition system (ias) they had on site for the case. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.